Manufacturer narrative:
Section h10: the following statement "in this case, sid (B)(6) was collected from the patient > 60 days after the onset of symptoms." Does not apply to this report and needs to be deleted. Section h10: the last statement contained "architect" instead of "alinity I". The corrected statement should be, based on the investigation alinity I sars-cov-2 igg reagent lot 17065fn00 is performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igg reagent was identified.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. The patient samples were not available for return. Sensitivity and specificity testing were performed using an in-house retained kit of reagent lot 17065fn00, stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 17065fn00 did not show any potential non-conformances, or deviations. Product labeling was reviewed and found to adequately address the current issue under review. The customer obtained negative results for six patient samples when testing was performed using alinity I sars-cov-2 igg reagent lot 17065fn00. The patients are healthcare personnel and it was reported that the patients were symptomatic and tested pcr positive however no date was provided for symptom onset or pcr positivity. In this case, no specific patient history was provided for the patients in relation to immunosuppression and no date was provided for symptom onset or pcr positivity, therefore the patients could be in the seroconversion phase or possibly in seroconversion. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89% - 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. According to the 'report from the american society for microbiology covid-19 international summit, (B)(6) 2020' patel r, et al, value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, sid 2000184201 was collected from the patient > 60 days after the onset of symptoms. The study 'clinical and immunological assessment of asymptomatic sars-cov-2 infections' quan-xin long et al, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2 to 3 months after infection. Review of the manuscript bryan et al. 2020.'performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho' j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 17065fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r90-32 that has a similar product distributed in the us, list number 6r90-20/30.

Event description:
The customer reported false negative alinity I sars-cov-2 igg results on six patients who were symptomatic and tested positive by pcr. The following results were provided (cutoff <1.4 index = negative): sid (B)(6) = negative (1.06 index). Sid (B)(6) = negative (0.94 index). Sid (B)(6) = negative (0.99 index). Sid (B)(6) = negative (0.82 index). Sid (B)(6) = negative (1.33 index). No impact to patient management was reported. Sid (B)(6)= negative (0.95 index).